Event description:
It was reported that the customer passed away. It was stated that the customer was not wearing the insulin pump at time of death, and she was off the device since (B)(6) 2012. The caller stated that the blood glucose dropped to 29mg/dl, and she was disconnected from the insulin pump. The spouse stated that her lung stopped functioning then she had a congestive heart failure. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.